Event description:
It was reported that ten (10) minicap prep kits had iodine foam on the outside. This was observed before use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H10: the actual devices were not available; however, a photograph of one sample was provided for evaluation. The photograph was visually inspected which observed the blister was open, the inside the package had splashes, spilled iodine and the foam (sponge) was outside of the cover. This was proper of improper and/or excessive handling of the set. The reported condition was verified. The cause of the condition was most likely due to mishandling during distribution. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.